Event description:
It was reported that during a kit inspection the tip of the instrument was noted to be damaged.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause is related to design.